Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose (bg) level >500 mg/dl. During troubleshooting, customer support could not identify potential causes of bg issue: total daily dose basal delivery totals recorded as programmed, pump delivering basal rate as it is programmed, boluses are recorded as programmed and bolus totals match. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the pump was manually suspended and resumed within 30 minutes on (B)(6) 2014. Last basal and bolus deliveries were shown on 06/23/2014, four days after the event date. The alarm history did not show any alarms not pertinent to normal patient use. The total daily delivery correctly reflected the programed basal rate and boluses, indicating that the pump was delivering accurately until the last date used. On investigation, the pump powered up and functioned properly. All the buttons responded as expected. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation.